Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of malfunction ae: approximately 15 days after the procedure. It was reported that in 2009, 15 days post a left internal carotid artery stenting procedure, the patient presented to the emergency room after being found at home aphasic and with gait difficulty. Diagnosis included stroke and myocardial infarction. A CT of the head showed a meningioma, but was negative for acute injury. The next day, an MRI of the brain showed an acute to subacute watershed type infarct in the left frontoparietal region with the 21mm focus of hemorrhage in the paramedian aspect of the left frontal lobe. Reportedly, the event was due to the patient not taking plavix as prescribed. Approximately 3 days post-admission, the aphasia fully resolved. Seven days after readmission, the following month, the patient was discharged to home, neurologically close to baseline, with orders for home care including rehabilitation services. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Hemorrhagic stroke and myocardial infarction are unknown potential adverse events associated with the use of the device, as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.